Event description:
Pt rec'd the interstim implant device in 2013 at an outside facility. She needed an MRI for leg pain and because the device was towards the end of its lifespan, the pt opted to have it removed for the MRI. The wire was able to be removed but there was a metal band missing from the most distal lead. X-ray was performed and indicated the band was still present. The band was below the sacrum preventing further exploration and removal, so the md irrigated the site and closed the incision. A medtronic rep was present and made aware of the situation.